Event description:
It was reported that during a hemorrhoidectomy procedure, the stapler has been fired and set the gap setting in the green zone, but there was no audible and tactile feedback, even with plastic to plastic firing. Excessive bleeding was occurred at the anal of the patient about 300cc blood loss, with no blood transfusion. After checking the anal, the mucosa and "submucosa" were cut with a nice doughnut presented, but there were no staples at the cutting side, which caused excessive bleeding. The staples stayed in the device housing with open leg length and some of them fallout from the device. The surgeon immediate converted it to open technique by suturing the cutting edge with vicryl 3-0. He took about 1 and half hours to stop the bleeding and repaired the cutting side. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Breakaway washer uncut. Additional information provided: please clarify all of the staple remained in the device except one? After firing, some of the staples remained open leg length which situated at the tissue layer (mucosa and submucosa). So staples remained in the device, due to cleaning process, some staples which were stayed in the device being washed out (bloody pph, need to clean to avoid decontamination). This is the reason, when it was sent for investigation, the remaining staples in the device might have washed out and gone. Did device fully cut without ejecting the staples? By observing the specimen of the donut, a full donut was formed without staplers formed in it, meaning that the device has cut the tissue but no staplers found. It might have the high percentage that the device fully cut without ejecting the staples. Was there difficulty removing the device? There was no difficulty removing the device, but without the tactile and audible feedback, it has created a sense of the staples might not form properly and slowing removing the device was needed. Once the device has been removed, the blood from patient's anal has been shooting out like fountain. Please clarify, does convert to open mean the surgeon converted to a conventional hemorrhoidectomy procedure? It could not be considered as conventional hemorrhoidectomy procedure. As the surgeon was tried to fix the situation by suturing the cutting edge which without the staples and with open leg length staples which with purpose of stop bleeding. Did the issue change the patients post operative care? Yes, the patient has longer hospital stay, 4 days compared to 1 day. And anti-inflammatory and antibiotic treatment were given during the stay in the hospital to avoid infection. The analysis results found that the device arrived in good visual condition with only three partially formed staples in the pockets, with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.